Manufacturer narrative:
Manufacturer's ref (B)(4). Clinical evaluation of the event: it has been reported that an in-the-canal hearing aid cracked. There is no allegation of harm in the case. Despite attempts, it has not been possible to gather further information on the case. Pictures of the actual device showed that the crack sits on the part of the hearing aid which is inside the ear canal, which could potentially cause harm if worn again. Device history record review has been completed. No deviation or changes were found during manufacturing of the device. The device met specification before shipment. Clinical conclusion on the case is that there was no harm to the user. Clinical evaluation according to clinical evaluation plan: despite testing against requirements for construction, there is still risk that a hearing aid may be damaged and potentially broken due to unexpected external mechanical force beyond typical use. Should a hearing aid break due to mechanical force, there is a possibility that the damage results in the creation of exposed sharp edges. These sharp edges could potentially cause harm in the ear canal, likely only superficial in nature. If the hearing aid is accidentally dropped to the floor and then cracked or shattered into pieces, it is evaluated as very unlikely that the users may get harmed due to sharp corners and edges as the damage itself is obvious to the users. It is evaluated as highly unlikely that the hearing aid would break in the ear unless force from an external source is present when considering the shell thickness of the hearing aid. Further, the user guide includes a caution not to use a broken hearing aid. Manufacturer's investigation is final. This is a combined initial and final report.

Event description:
Estimated date of incident on (B)(6) 2024 it was reported that the shell was broken on an in-the-canal hearing aid. No further follow up is expected.